Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units and the insulin gauge remained static at 105 units. The customer's blood glucose level was around 100 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. Additionally, during a follow-up call on 6/22/2017, the customer confirmed that the insulin gauge was decreasing as intended.